Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. The event can be prevented by following the instructions for use (IFU) which state: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use mechanical lithotriptor v exhibited a breakage of the distal rubber tip when the guide wire was inserted. The issue was found during preparation for use for an unknown therapeutic procedure. There were no reports of patient harm.